Event description:
Indication - selective deficiency of immunoglobulin a [iga]. Pt mom requested a wrap to send since the tape affects the skin of her child. Tylenol needed as well. No further info provided. Reported to cvs/caremark by pt/caregiver. Dose or amount: 1"x 10yd, frequency: as needed, route: topical. Dates of use: (B)(6) 2020 to current.